Manufacturer narrative:
All available information was investigated and the reported unable to curve, unable to straighten and cable break were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unable to curve and unable to straighten. The reported broken cable was due to the user speculation. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. One clip was successfully implanted, to further reduce tr, an additional clip was inserted into the triclip steerable guide catheter (tsgc). It was noted that while applying the +/- knob and s/l knob, the tsgc was not responding in the correct way and did not give the correct trajectories. A cable break was suspected. Therefore, the tsgc was removed and replaced. One clip was then implanted, reducing tr to a grade of 1+. There were no clinically significant delay in the procedure.